Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system pcb assembly and other unrelated parts.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that once their device powers on, the device appeared to be locked up.  In this condition, the device would not be usable on a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and other unrelated parts. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The initial medwatch report should indicate: physio-control evaluated the device and verified the reported issue. Physio replaced the system/memory pcb assembly and other unrelated parts. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. New information for supplemental medwatch report: physio-control further evaluated the removed system/memory pcb assembly. Physio determined that the cause of the reported issue was due to the memory pcb portion of the assembly.